Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise on the right ventricular (rv) lead. No changes or intervention was performed. The patient condition was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.